Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge via paddles. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to an internal open wire on the multi-function cable. Analysis of reports of this type has not identified an increase in trend.